Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.